Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 10th distal stent wraps with struts raised. There was no deformation to the distal tip. A 0.014 inch guidewire was backloaded through the distal tip and advanced proximally, resistance was encountered immediately distal to the proximal markerband and could not advance further. A 0.014 inch guidewire was frontloaded through the guidewire entry port and advanced distally, resistance was encountered proximal to the proximal markerband and could not advance further. The stent was deployed, and the balloon was cut back to enable inspection of the inner member. Deformation was evident to the inner member material immediately distal to the proximal markerband. Dried blood was evident in the guidewire lumen immediately distal and proximal to the proximal markerband. The device was placed in the waterbath to disperse the dried blood and it was then possible to frontload and backload the guidewire with no issues noted. Blood was visible on the proximal end of the guidewire after backloading it through the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent (des) to treat a moderately tortuous, mildly calcified lesion exhibiting 90% stenosis located in the mid rca. No issues experienced removing the protective stylet or sheath. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. It was reported that there were difficulties loading/exchanging the guide wire. No excessive force was used. It was also reported that when the stent was being loaded that it was noted that the delivery system became deformed. The guidewire had been examined and flushed before use. No kinks were noted on the wire. The patient is reported to be alive with no injury. Device analysis identified stent deformation. It was reported that the strut of the stent was broken when an attempt was made to push it through the lesion. It was reported that the lesion was tough and the resolute onyx could not go through. It was also reported that deformation of the delivery system occurred inside the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.